Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two aortic extensions. A follow up computed tomography (CT) showed a potential type 3a or 1b endoleak. The physician elected to seal the endoleak with an infrarenal aortic extension and a competitor device. The patient is in stable condition.